Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were difficulties slitting the catheter during the implant procedure; the valve was not properly cut. No patient complications have been reported as a result of this event.